Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown, implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# 0207202903, implanted: (B)(6) 2013, product type: lead; product ID 37601, serial# (B)(4), product type: implantable neurostimulator.

Event description:
It was reported that on the implant date, the implantable neurostimulator (ins) was switched on and the patient felt a shocking sensation behind their ear. It was noted that there was high impedance of >40,000 ohms. After that, the ins was switched off. It was noted that the electrodes activated were 0-case. It was further noted that there was an ¿alligator clip¿ screening test. A revision was planned. Additional information received reported that there was persistent high impedance of over 40,000. It was noted that a new ins was implanted. Etiology was related to the device or procedure and possibly related to the implant procedure. Symptoms included electric shock behind the ear. The severity was moderate and resulted in in-patient hospitalization. 2013 (B)(6) mpxr-update (B)(4) (rep): additional information received reported that the healthcare professional (hcp) disconnected the ins from the extension and the impedance was ok. The hcp also measured the impedance directly from the lead and again the impedance was ok. The new ins ¿also did¿ high impedance when it was measured. It was noted that almost all were >40,000. The stimulation was switched on and ¿used the electrodes with impedance in the ranges.¿ the patient was ok and seemed to receive effective therapy. The hcp was considering another possible revision depending upon the analysis results of the first ins. Additional information received reported that high impedance was directly measured on the lead. Troubleshooting included reprogramming with no impedance improvement. It was noted that a revision was ¿just done.¿ the patient felt fine and it seemed that the therapy was received correctly. Additional information received reported that there was persistent high impedance of over 40,000 with the second ins. It was noted that there was no more electric shock behind the right ear.

Event description:
Additional information received indicated that the ipg (implantable pulse generator) was on, and the patient was not complaining of any symptoms.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 37601 activa pc, serial #(B)(4)) found no anomaly. Both setscrews were backed out too far. There was a small scratch in the insulation coating.

Event description:
Additional information received reported that there were persistent high impedances greater than 40,000 also with the second implantable neurostimulator (ins). It was noted that there was a dislocation of channel 1. It was noted that there was abnormal position of the distal end of the electro stimulator, which was situated in correspondence of the breach surgical front. It was noted that the outcome was an ongoing event. It was noted that interventions included therapy suspended. It was noted that channel 1 was turned off. It was noted that there was surgical repositioning and programming on (B)(6) 2014. It was noted that x-rays showed abnormal position of the ins. It was noted that the CT scan without contrast showed a dislocation of channel 1 on (B)(6) 2014. It was noted that the event was related to the device or therapy and was possibility related to the implant procedure. It was noted that signs and symptoms were limited effectiveness of the stimulation with reappearance off phases and feeling of shocks at the neck. It was noted that the event resulted in prolonged existing hospitalization. It was noted that the event necessitated medical or surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.